Manufacturer narrative:
Reader (B)(6) has been returned and investigated. During visual inspection of the returned reader, the reader appears to have been de-cased. Minor damage was observed to the usb port and to the corner of the usb connector. The reader was unable to power on with button, test strips or usb cable. The reader was connected to a pc and was not recognized. The de-cased reader was sent for further investigation. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and burn marks to the u13 chip was observed. Further extended investigation was also performed. The returned reader's battery was measured at 3.61v, which is below the range specification of 3.7v to 4.2v. The battery was replaced with a new un-used battery and and attempt was made to power on the reader. The reader did power on and displayed a "connected to computer" message. A thermal camera was used to test for hotspots, and hotspots were observed on the u13 chip. The observed damage to the u13 chip is consistent with the customer using a non- abbott provided usb adapter. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed to use issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.